Event description:
Additional information received reported it was unknown if the patient had a history of seizures unrelated to the neurostimulation system; however, it was noted that the patient did have a stroke at one point in time. The issue with the neurostimulator had been resolved and the patient was doing great. The event was due to a combination of post surgical site pain and changing programs.

Event description:
It was reported that when stimulation was on or off the pt experienced pain in the right hip described as a "sticking" feeling. The device was on the left side, but the pt believed the pain was device related. The pt had a seizure and fell on friday, but was having pain in the right hip prior to the fall. The pt was also feeling stimulation more in the rectal area. Decreasing stimulation from 3.0 to 2.4 volts did not help. Additional info received reported that the doctor was trying to determine whether the pain was coming from the stimulator or the implant site. The device was turned off until a later appointment. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).